Event description:
Olympus was informed that during a polypectomy procedure, the snare would not detach from the polyp. The pt was transferred to the hosp for a surgical procedure to remove the polyp. It was stated that the snare was removed using a wire cutter. There were no further complications reported. The device was discarded by the user facility.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation, as it has been discarded following the procedure by the user facility. If additional info becomes available at a later time, this report will be supplemented.